Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a 99% stenotic lesion in a bey tortuous unspecified artery. Patient status is listed as "good"